Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed call service alarm for confirmable clearing of the basal program, manually confirmed on june 11, 2014 beginning at 9:19 pm. Review of the user settings revealed the basal programming for all four basal programs had been cleared and were blank. There were multiple, persistent call service alarms in the alarm history warning of the empty active basal program. On investigation, the pump was exercised for 24 hours on a 1 unit per hour basal program with 24 units showing as delivered after 24 hours. The basal program did not clear itself during the investigation as alleged in the complaint. The keypad was evaluated and was found to be without damage and properly responsive to user input. Investigation did not duplicate the alleged basal program issue and the pump was found to be performing within the required specifications without malfunction.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; all the settings vanished from the pump three times that night. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.